Event description:
No additional information.

Manufacturer narrative:
Twenty-one samples received by our quality team for investigation. Through visual inspection, no defects or issues observed. Functional testing was performed, each sample was assembled to a syringe, all samples expelled the solution with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305916. Batch#:refu1988. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Item #305916. Lot #refu1988. Concern: when expelling air or medications, it takes an unusual amount of force to get the plunger to move. It almost seems like the needle itself has some sort of obstruction. We had 4 needles in 90mins have this same issue. Additional information provided: 1. Please provide the date of event. 2. Please share the captured photo of the event if available. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. 1. The first time we noticed the issue was on 10/8/24 during a flu clinic but it did not happen as often as it did the morning of 10/16/24. 2. N/a. 3. I did set aside the rest of the needles with the same lot number just in case. Our address is (B)(6). 4. No negative outcomes, but there is a potential for harm/injury.